Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a nc sprinter coronary balloon, an attempt was made to inflate the device but the specified air pressure was not reached. The balloon ruptured and the operation was affected. The device was replaced. No patient complications were reported.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an inflation pressure of 13 atm was applied prior to the inflation difficulties and balloon burst. There was no partial inflation of the balloon. The burst occurred on the first inflation. It was later confirmed that the surgery was not affected. The device was replaced with another balloon to complete the surgery. The device was being used to post-dilate a deployed stent. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. The same inflation was device successfully used with other devices. The event did not cause any harm to the patient and the patient is reported to be currently healthy. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.